Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Foreign material was found in the nozzle. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material may not have been removed even by proper reprocessing due to physical damage of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported that the loaner evis exera iii gastrointestinal videoscope had no suction. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.